Event description:
"The top aligners cut into my gums. I have to doctor them before changing each tray by clipping them with nail clippers and filing them. Would prefer to skip that step. Yes, this has been an issue since the beginning and I have adapted by trimming the trays with nail clippers but that's definitely a hassle so I would prefer to have trays that didn't press into my gums. I also feel like my top trays are not applying enough pressure to my teeth as I don't feel anything. My bottom trays I can feel moving my teeth. My main cosmetic concern is my left tooth just next to the front big tooth, it sits behind the other teeth which makes it look small. I haven't noticed any change there and I don't feel any pressure on that tooth."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.